Event description:
During a total thyroidectomy a second "nims" probe had to be opened. The second probe had the same issue as the first probe. The probe kept falling out of the hand piece. Both probes from this medsun case have been saved.